Event description:
Pt woke up with stomach cramps. Unsure if appendicitis or high bgs. Went into hosp. Pt was not feeling well and had to be resuscitated. Diagnosed with heart murmur but is being investigated for endocarditis.